Manufacturer narrative:
The information gathered indicates that the device may have contributed to the customer reported issue. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted left breast nipple sparing mastectomy (nsm) surgical procedure. During the surgical procedure a 1.0cm full thickness burn was noted on the anterior flap medial to the nipple at the conclusion of the case; this was excised by the plastics service. The physician indicated that the skin flap was viable. The patient was discharged the next day. Two weeks after the original surgery, the patient had a pre-op assessment for reconstruction to be performed on the same day and it was reported that the patient was in good condition. The study investigator reported that the event was probably related to the da vinci sp system and probably related to the sp nsm procedure.